Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: unable to retrieve this information. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Mesh exposure symptoms and diagnostic confirmation? Describe medical/surgical intervention for exposure including dates? If reoperation: please provide the date? What were the findings on reoperation? Are there any pictures available for evaluation? Product code and lot #? Will be the device returned for evaluation? Please return date and tracking information? Does the surgeon believe there was any deficiency with the device? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2008 and the mesh was implanted. In 2018 urethral mesh erosion was identified and the patient required removal of mesh along with repair of urethra prolonged catheterization. Post-op has severe sui and requires further surgery. No further information is available.